Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number .(B)(4). One used set was received for evaluation. Upon visual examination the reported event was confirmed; the labels for line 8 and line 9 were switched. This defect is the result of an error made during manual assembly. The production department was notified about the mistake and trained on the proper labeling procedure. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed. Note: this report is being filed as a result of further risk assessment performed by b. Braun's medical affairs department. The further assessment determined on 18 aug 2017 that this type of error could cause an event that would meet the criteria for an MDR reportable event.

Event description:
As reported by user facility: the barcode labels for the #8 lead tube and the #9 lead tube were switched. No patient injury.